Event description:
Option study: it was reported that thrombosis occurred. Prior to the procedure, the patient underwent atrial fibrillation (af) ablation using pulmonary vein isolation using rf-point by point technique and cardioversion. Rivaroxaban was administered prior to the procedure. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. After the implant the patient was started on both aspirin and rivaroxaban. On (B)(6) 2019, the patient was discharged. On (B)(6) 2021, an unscheduled imaging visit revealed a thrombus on the atrial facing surface of the closure device. The thrombus was laminar in nature and was non-mobile with a maximum area of 1.3 cm2. Of note, the baseline, post implant and three month follow-up imaging did not reveal any evidence of thrombus. Additional imaging is expected to be performed in the future. It was further reported that the thrombus was on the anterior aspect of the appendage ostium. It was also noted that the thrombus was on the atrial facing surface of the watchman. The patient continued on rivaroxaban after the implant. The event date was updated to (B)(6)2021 for when the thrombus was noted. The ostium of the appendage was noted to be 7.6mm thick. The physician concluded that the thrombus was probably a result of covid 19 since this thrombus was not observed in the previous transesophageal echo (tee). At the time of the event, the patient was on regular aspirin. On (B)(6) 2021, an unscheduled imaging visit was performed to determine event resolution. It was noted the thrombus was still present and 1.3cm2. No thrombus in the left atrium was noted. Oral medications were given to treat the event.

Manufacturer narrative:
B3: date of event corrected from (B)(6) 2021 to (B)(6) 2021

Event description:
Option study: it was reported that thrombosis occurred. Prior to the procedure, the patient underwent atrial fibrillation (af) ablation using pulmonary vein isolation using rf-point by point technique and cardioversion. Rivaroxaban was administered prior to the procedure. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. After the implant the patient was started on both aspirin and rivaroxaban. On (B)(6) 2019, the patient was discharged. On (B)(6) 2021, an unscheduled imaging visit revealed a thrombus on the atrial facing surface of the closure device. The thrombus was laminar in nature and was non-mobile with a maximum area of 1.3 cm2. Of note, the baseline, post implant and three month follow-up imaging did not reveal any evidence of thrombus. Additional imaging is expected to be performed in the future. It was further reported that the thrombus was on the anterior aspect of the appendage ostium. It was also noted that the thrombus was on the atrial facing surface of the watchman. The patient continued on rivaroxaban after the implant. The event date was updated from (B)(6) 2021 to (B)(6) 2021 for when the thrombus was noted. The ostium of the appendage was noted to be 7.6mm thick. The physician concluded that the thrombus was probably a result of covid 19 since this thrombus was not observed in the previous transesophageal echo (tee). At the time of the event, the patient was on regular aspirin. On (B)(6) 2021, an unscheduled imaging visit was performed to determine event resolution. It was noted the thrombus was still present and 1.3cm2. No thrombus in the left atrium was noted. Oral medications were given to treat the event. It was further reported that there was no thrombus noted in the left atrium and there was a complete seal of the laa on the follow up on (B)(6) 2021. On the 3 month follow up on (B)(6) 2020, follow up imaging revealed a jet size of 4.7mm around the laa seal, however, no thrombus was observed at this time and the patient was on aspirin at the time of this event. During the unscheduled visit on (B)(6) 2021, tee revealed a jet size of 3.3mm, lvef of 75%, and the non-mobile laminar thrombus of 1.3cm2 as previously known. On (B)(6) 2021, the patient presented for another unscheduled visit, which revealed a jet size of 4mm, lvef of 65%, and a still present thrombus with a maximum area of 0.6 cm2. The patient was also noted with a 4mm pericardial effusion during the unscheduled visit.

Event description:
(B)(6) study. It was reported that thrombosis occurred. Prior to the procedure, the patient underwent atrial fibrillation (af) ablation using pulmonary vein isolation using rf-point by point technique and cardioversion. Rivaroxaban was administered prior to the procedure. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. After the implant the patient was started on both aspirin and rivaroxaban. On (B)(6) 2019, the patient was discharged. On (B)(6) 2021, an unscheduled imaging visit revealed a thrombus on the atrial facing surface of the closure device. The thrombus was laminar in nature and was non-mobile with a maximum area of 1.3 cm2. Of note, the baseline, post implant and three month follow-up imaging did not reveal any evidence of thrombus. Additional imaging is expected to be performed in the future.